Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having pain and when asked about event date, patient mentioned they always had pain but they noticed more about 2 days ago. Patient was taking their medication and patient noticed today that they weren't having their usual vibration. Patient usually would have group a normally, then they would set the group to b. Patient increased the stimulation on group b from 4.9 which was doing absolutely nothing to 5.something. Patient's stimulation started working but instead of the stimulation going from the top of their butt down to their legs, feet, and toes, the stimulation hit their lower back on their right side, skipped their butt and knees, and hit their calves. Patient's stimulation was not working like it should. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were not able to determine cause as they had the patient wait for the battery to say what code. Patient called in with the code and the issue was resolved.